Manufacturer narrative:
(B)(4 the service engineer (se) evaluated the ventilator and verified the reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs). The ventilator then passed extended self-tests.

Event description:
It was reported that a ventilator had a blank display. The ventilator was not on a patient at the time of the event.